Manufacturer narrative:
Investigation summary: it was reported that the tips of the cannula are breaking off into a vial or prior to injection. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible the customer is not using the product as intended. This product is not designed to be inserted through the stopper vial. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. A device history record review was completed for provided material number 303345, lot number 1096755. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd interlink¿ blunt plastic cannulas' tips broke off: 2 into the vials when drawing up medicine, and 1 while opening the cannula. The following information was provided by the initial reporter: "customer reported they used this cannula and some of the tips of the cannulas are breaking off into the vials when they are drawing them up. Two occurrences happened when drawing up from a vial the tip broke off in the vial and 1 occurrence was when opening the cannula tip broke instantly."